Event description:
The patient experienced coupling and communication issues when trying to recharge her implantable neurostimulator (ins). Her ins was in a power on reset condition. The patient had gained weight and had difficulty recharging her ins. The ins experienced a third overdischarge and could no longer be recharged. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).